Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va0lw7m, implanted: (B)(6) 2014, product type: lead.

Event description:
It was reported that the patient's second implant got infected and was removed 4-5 days ago before reported event date. The patient said ins (stimulator) site hurts and his leg and whole left side was hurting. He will follow-up with his doctor about it. The symptoms/event started following an implant and the patient¿s status was unknown. It was unclear if another device was replaced after infection. (Omitted information for 1st implant pertains to (B)(4) lack of effect effect/no stim) additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.